Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. The patient experience a skin reaction that consisted of redness, pain and burning sensations on the sensor patch site on the thigh. The area of the reaction was three times the size of the sensor patch and hurt when the leg was touched. The patients parent consulted a physician on (B)(6) 2022 who prescribed a 10 course of an oral antibiotic. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).